Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run- res vol 32.2 ml, rate 2.3 ml/hr, given 72.85 ml. No air in line, patient not affected. No further information available.